Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced fatigue, their heart rate dropped to 30, palpitations and chest pain. It was also reported that the right ventricular (rv) lead exhibited pacing failure, rising and high thresholds. The rv lead was re-programmed and will be explanted and replaced in the future. No further patient complications have been reported as a result of this event.